Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had some really severe spasms which almost put them to the floor and they thought the interstim was part of the problem but they weren't able to check the therapy status because their patient programmer wasn't working. No further complications were reported as a result of this event.